Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as a bloody leak of 2ml in volume under the needle area of the instrument. The instrument was also generating an error condition of "incomplete tube forward". The leak was not contained. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a sticky pilot actuator at vl21, which was preventing the needle bellows from draining. He replaced the actuator and associated tubing resolving the leak. As incidental to this issue, the fse also replaced sticking pilot actuators at vl20, vl22, and vl24. The fse also cleaned tube forward sensor to resolve issue with "tube not forward" errors. The fse found a broken secondary mode start bar. While replacing the mode start bar, the fse found another small leak in the red striped tubing going to secondary mode rinse block. The tubing was replaced resolving the leak. Failure mode was identified:failure mode is related to sticky actuator at pv21 and detached red striped tubing at secondary mode rinse block. No erroneous results were associated with this event. Upon recur of the failure mode identified for sticky actuator at pv21; it is not likely to impact results as high vacuum from vc3 through pv21 is applied to the bellows to drain the backwash after each aspiration. An obstruction in the bellows drain path will prevent the bellows from draining, but does not impact the external cleaning of the needle, therefore, not impacting results. The failsafe for the failure mode identified is "carryover failed" or "carryover passed" messages will be displayed on the instrument. Upon recur; the failure mode identified for leak at red striped tubing at secondary mode rinse block is likely to cause erroneous results for all parameters due to improper backwash and carryover of the probe. Evaluation of product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The beckman coulter (bec) internal identifier for this report is (B)(4).